Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The sales rep reported on behalf of the customer that on receipt of a new device, the customer found that the inner packaging was faulty. The sales rep reported that the inner packaging would not tear back to reveal the implant.

Manufacturer narrative:
An event regarding packaging seal involving an exeter stem was reported. The event was confirmed. The device and all of the packaging except for the shrink wrap was returned. The inner tyvek is delaminated. The outer tyvek and the inner tyvek have been completely peeled back showing that the seal flanges are compliant. A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there has been one other similar reported events for the subject lot code which is related to the event. Ncr was raised to investigate the issue. The investigation concluded that the inner tyvek is delaminated when the outer tyvek is opened because the inner tyvek is stuck on the outer seal flange at the bottom right corner of the blister. The tolerance on the inner tyvek and the inner blister allows to 1-2 mm out of the corner seal flange.

Event description:
The sales rep reported on behalf of the customer that on receipt of a new device, the customer found that the inner packaging was faulty. The sales rep reported that the inner packaging would not tear back to reveal the implant.